Manufacturer narrative:
This medwatch report is for the suspect product used in system 2 (lot number 549650, expiration date 06/30/2008). (B)(6).

Event description:
Customer received result of 193 mg/dl on advantage system 1, and results of 106 mg/dl and 107 mg/dl on advantage system 2 within 10 minutes. No action taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.